Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device was performed and revealed the medicine and feeding ports were closed. The external bolster was located at approximately the 3 cm mark and was without issue. The c-clamp had been removed and was not returned. The internal bolster was found to be securely attached to the distal end of the feeding tube. The obturator anchor pocket of the internal bolster was found to torn from the tip down the left side. Bolster appears to have been molded properly with no voids, bubbles or thin areas noted. The condition of the returned unit was not consistent with the internal bolster was detached/ separated. The internal bolster was securely attached to the distal end of the feeding tube. Therefore, the most probable root cause is not confirmed. Confirmation was made with the facility to ensure the complaint device was sent back. Based upon the investigation results the event has been changed to non-reportable. A device history record (DHR) review of lot number 15402716 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot 15402716.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, during preparation of the replacement gastrostoma procedure, the internal bolster tore from the tube while attempting to stretch the device with the obturator. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, during preparation of the replacement gastrostoma procedure, the internal bolster tore from the tube while attempting to stretch the device with the obturator. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.